Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) analysis of the device was inconclusive but it was noted that the device did not meet expected longevity. The device is part of the advisory for this model.

Event description:
It was reported that there was premature battery depletion and that the elective replacement indicator was triggered. The device was explanted and replaced. No patient complications have been reported as a result of this event.